Event description:
On (B)(6) 2010, pt underwent aortic valve replacement with a 25 mm mitral flow pericardial tissue prothesis for aortic stenosis. He also had mitral valve repair and coronary artery bypass grafting of 1 valve to the posterior descending artery. His postop course was prolonged because of a need for a permanent pacemaker implantation and some thrombocytopenia. He progressed well and was discharged to home on (B)(6) 2010. On (B)(6) 2010, pt was seen in the ed for shaking, chills and fever. He was admitted to the hospital, and treated empirically for possible endocarditis with vancomycin and ceftriaxone. Blood cultures were done and came back positive for staph epi per md report; also, tte showed no vegetations and valves ok. Pt remains in hospital at this time, md's plan is to likely discharge on IV vanco/rifampin if blood culture remains negative since the initiation of antibiotics.